Event description:
As reported by the edwards clinical specialist, the patient expired during the tavr procedure due to an un-repairable atrio-ventricle rupture caused by mitral annular calcification. The 23mm sapien valve was successfully positioned and deployed with a final 50:50 position. Post valve deployment, the patient¿s blood pressure dropped to 30 and did not recover. An effusion near the aortic root was detected and a pericardial window was created to drain the blood. The patient was placed on cardiopulmonary bypass and her chest was opened to determine the cause of the bleeding. The cardiac surgeon determined the root and ascending aorta were in normal condition with no annular rupture. The surgeon determined mitral annular calcification had acted as a fulcrum, separating the left ventricular outflow tract from the atrium, causing an un-repairable injury. The bypass was stopped and death was called.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, it appears that patient factors (e.g. Mitral annular calcification) may have contributed to this event. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.